Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed infusion sent and cartridge and successfully resumed insulin after each occlusion. Ultimately, the customer reverted to an alternate method of insulin therapy.